Event description:
It was reported by the patient that they had received a shock from their implanted device, and had passed out the day prior. The implantable cardioverter defibrillator (ICD) remains in use. It was further reported that the remote monitor did now show information of transmission that was sent out by the patient. The patient was informed that it would automatically download and sent to the clinic. The patient management database confirmed that the remote monitor did not have any successful automatic transmissions since the date of the call. The patient was referred to a device specialist. The monitor remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.